Event description:
The customer indicated the top section of the ids device became loose from the bottom (base) section of the ids device. The upper section of the is used to mount (connect) a draeger medical systems patient monitor to supply power and to establish a network communication link. We have requested the return of the identified device for evaluation and are currently awaiting it's receipt. This case will be updated when we have concluded our investigation.